Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4).additional information provided in h3, h6, and h10.a device history record (DHR) review of the reported lot was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample device was returned for evaluation. Visual inspection of the returned device determined that device did not match the provided part number or lot number. The returned device was assembled with white-colored silicone, which is used for standard product. The DHR identified components that were made with clear-colored silicone, which are used on custom products. The returned device was made with a 5.5 ID shaft and the identified part number was made with a 6.0 ID shaft per the DHR. Visual inspection confirmed a ruptured cuff, but it also confirmed that the product was beyond the 5-year shelf life stated on the labeling for the product. Root cause could not be determined and no corrective action was performed.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom was leaking reported trachs are looking different than before and the cuffs are not holding water like they used to as for having to add more water and work harder to keep air out.